Manufacturer narrative:
The device was returned. This investigation will be updated upon completion of product analysis.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted.